Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-operatively in clinic. Upon review, the right ventricular lead exhibited increased capture thresholds and decreased sensitivity. A micro-dislodgement of the lead was suspected. The lead was repositioned. The patient was stable and well.